Manufacturer narrative:
One pressurewire x, wireless was returned for analysis. There were multiple bends and kinks throughout the guidewire. The wire was partially fractured at the transition area between the hydrophilic coated distal tube and the coated proximal tube (shaft), the microcables and corewire were intact. The ptfe coating had been scraped off the coated proximal tube (shaft) at multiple locations. No other visual anomalies were noted. Based on the information received, the cause of the reported event was unable to be conclusively determined.

Event description:
During investigation of the returned pressurewire, the hydrophilic tubing of the wire was found partially fractured. There were no adverse patient consequences observed due to this event.